Event description:
Complainant reported when removing the dressing from a wound, they were unsure if the entire dressing was removed. The wound cavity was flushed and the patient was seen the following day for assessment.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional information was requested. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(6)2015.